Event description:
It was reported that the surgeon implanted a micl12.1 implantable collamer lens on (B)(6) 2009. The patient indicated "cataract surgery" on the patient post-treatment follow-up form at 24 months. The surgeon's office confirmed an anterior subcapsular cataract was diagnosed and the lens was explanted on (B)(6) 11. An iol was implanted and the patient is doing well.

Manufacturer narrative:
Evaluation method: medical review. Result: medical review - anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in this case which resolved the problem. Conclusion: (no conclusion can be drawn). Based on the complaint history, work order search and medical review, we were unable to determine a specific root cause of the event. (B)(4).